Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were intermittently failed. A field service engineer replaced all door latches and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 5, particularly 5-19, had been failing frequently and at times directed registered nurses to remove medication from incorrect bins. The customer reported multiple incidents: on (B)(6) 2026, a registered nurse attempted to remove piperacillin/tazobactam 2.25 g from pocket 1-7. The door failed, and the screen instructed her to remove medication from 1-6, which contained ampicillin/sulbactam 3 g. The discrepancy was identified at the bedside during scanning. On (B)(6) 2026, a registered nurse attempted to remove ceftriaxone 1 g from pocket 5-9. The door failed and prompted removal from pocket 5-18, which contained guaifenesin oral cups. On (B)(6) 2026 at approximately 07:00, a registered nurse attempted to remove piperacillin 4.5 g from pocket 5-19 when the door failed again. Doors 1 and 5, particularly door 5, were reported to be failing frequently and required attention. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.